Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no infection occurred and no intervention was carried out.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with redness and swelling of the implant site and has a possible wound infection however this remains unconfirmed by the physician. It was further reported that a right ventricular (rv) lead warning was alerted and many low impedance counts were noted which resulted in a polarity switch and indicated possible insulation damage. The lead remains in use. It is thought that an implantable pulse generator (ipg) pacing problem may have occurred as the ipg is associated with the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed episode. This pacing problem is being conservatively reported in an abundance of caution. No patient complications have been reported as a result of this event.